Event description:
It was reported that during implant attempt, the 65 cm lead was too short as the patient had a persistent left superior vena cava. The lead was not used. During implant attempt of the replacement, the lead could not pass through the tricuspid valve and the physician could not get a stylet to the lead tip, despite trying over 15 stylets. The lead was not used and was replaced. During implant attempt of the device, the patient could not be shocked out of ventricular fibrillation (vf) at 35 joules. The device was not used, and the competitor replacement was also unable to shock the patient out of vf. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found. (B)(4): no anomalies found, however, the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed. (B)(4): no anomalies found, however, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.